Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+2.5/088 (sphere/cylinder/axis) in the patient's left eye (os) and the surgeon noted the lens was torn. The anterior chamber was irrigated/evacuated of visco/fluids. The lens was removed from the eye during the same surgery. There was no patient injury. The torn piece of the lens remained in the cartridge. The lens was not replaced with another lens.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found the lens torn in three pieces and a piece of haptic missing. Claim# (B)(4).